Event description:
Reportedly, it wat not possible to interrogate ICD (platinium vr). The patient was admitted to the hospital due to multiple shocks over several days (1-2/day); according to the x-ray findings, the ICD moved directly to the lvad device, it was not possible to interrogate it. After several attempts, the technician, with the programming head, moved along the chest and looked for the ICD, but I was not successful. Subsequently, I pushed the ICD with the programming head under the patient's chin and the interrogation was successful - with the participation of the doctor, we reset the patient's vt and vf zone therapy - vt zone only atp therapy, vf zone shocks. The patient was then discharged home the next day.

Event description:
Reportedly, it wat not possible to interrogate ICD (platinum vr). The patient was admitted to the hospital due to multiple shocks over several days (1-2/day); according to the x-ray findings, the ICD moved directly to the lvad device, it was not possible to interrogate it. After several attempts, the technician, with the programming head, moved along the chest and looked for the ICD, but I was not successful. Subsequently, I pushed the ICD with the programming head under the patient's chin and the interrogation was successful - with the participation of the doctor, we reset the patient's vt and vf zone therapy - vt zone only atp therapy, vf zone shocks. The patient was then discharged home the next day.